Manufacturer narrative:
The field service representative (fsr) performed multiple troubleshooting procedures including replacement of the motor, shutter or wz (rohs), which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) .there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending was reviewed for the motor, shutter or wz (rohs) and did not identify any trends. Tracking and trending was reviewed for the architect i2000sr and no trends were identified. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the motor, shutter or wz (rohs) or the architect i2000sr processing module for serial number (B)(6) was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive architect hiv ag/ab result for one blood donation bag. The following data was provided (reference range >/= 1.00 s/co is reactive): (B)(6) 2020 sid (B)(6) initial result = 1.24 s/co, repeats = 1.16 s/co and 0.45 s/co. No impact to patient management was reported.